Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 296 mg/dl (system 1) and 132 mg/dl (system 2). No adverse event reported. The customer used two different strip vials for each meter and results. Return of the suspect device was requested for evaluation.